Manufacturer narrative:
The unit powered up properly after battery installation and its operating currents were within specification. There were no blank display anomalies, missing segments, or partial display anomalies noted. The unit passed the self test, unexpected restart error test, rewind test, basic occlusion test, and displacement test. However, the unit was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. The following physical damage was noted: cracked casing at the display window corners and belt clip slot.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly; she was changing her set in the bathroom, left, and upon returning her display was blank. The patient's blood glucose at the time of incident was 108 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display only showed a line across the screen. The insulin pump was returned for analysis and a replacement device was shipped to the customer.